Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal vancomycin (1 gram, stat dose) and exmer injection (500 milligrams, intravenously, twice daily) for peritonitis. The patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event and had completed antibiotic therapy. Should additional relevant information become available, a supplemental report will be submitted.